Event description:
Patient called in following the instructions specified on her recall letter from walmart pharmacy. Patient uses the true metrix go self-monitoring blood glucose system. The device provided inaccurate readings once every two weeks with no error message. Patient had no signs or symptoms related to the inaccurate reading.